Event description:
It was reported that the system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries and igbt module were evaluated and replaced. The system was tested and found to be working as intended and returned to service.